Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via manufacturer representative (rep) reported the rep was contacted by a hcp on 2017-oct-13 to report a pump alarm. It was noted that the patient was feeling ill, and they were hearing the alarm. The patient was told it was a critical alarm and their pump may be stalled. The patient was advised to go to the emergency room since they were symptomatic. The patient went to the emergency room and pump was read and found to be in a confirmed motor stall. The patient was prescribed oral medication until their pump could be replaced. The patient was receiving dilaudid with an approximate dose of 6.05mg/day and fentanyl with an approximate dose of 658mcg/day. The patient information was provided along with serial number. The pump was explanted and replaced on 2017 (B)(6). The patient's pump was tagged for pathology and the pump will be returned once released. The pump was received from pathology and sent to manufacturer on 2017-oct-30. Diagnostics included logs were checked and confirmed stall as previously mentioned. The cause of the motor stall was not known. It was unknown if the motor and symptoms were resolved. The patient's weight was unknown. Further follow up contact was provided. The rep had no additional information. The information was confirmed with hcp/account. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: fentanyl (concentration: 1,200.0 mcg/ml, dose rate: 725.8 mcg/day), and dilaudid (concentration: 10.0 mg/ml, dose rate: 6.048 mg/day). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s catheter and non-functioning pain pump were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, 1200 mcg/ml concentration at unknown dose and hydromorphone, 10 mg/ml at unknown dose via intrathecal drug delivery pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient was feeling like crap. The patient said she felt like a shadow of the person she was on the day prior to this report date. The patient said she felt weak and disorientated. The patient said she was hearing a multi tone alarm from the pump. The patient did not know the dose for her drug. Technical service specialist (tss) reviewed alarms and redirected to healthcare professional (hcp). Tss reviewed that the patient should urgently contact her pump hcp. No further complications were reported. On (B)(6) 2017 additional information was received from a company representative. The representative saw the patient on (B)(6) 2017 and the pump logs show a motor stall occurred (B)(6) 2017 and tube set (B)(6) 2017. The reporter denied any electromagnetic interference (emi) or magnetic interaction with the pump.